Manufacturer narrative:
A getinge field service engineer (fse) after testing, the safety disk has reached the replacement time. The quotation was given to the user. After communication, the user decided not to replace the safety disk for the time being.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted once all information is available and the investigation is complete. Due to character limit e1 event site : (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) device alarmed that iabp needed maintenance after it was turned on. There was no patient involvement.